Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed that the pump entered 331 grams and 126 mg/dl into the bolus menu resulting in a 33.1 unit bolus being delivered without user interaction. There was no reported adverse impact to the customer's blood glucose level. Customer acknowledged that the bolus information may have been entered accidentally by the customer.